Event description:
(B)(4) unit failed to operate with (B)(4). Patient was draped and under anesthesia. Another unit was brought in and the procedure was completed. Anesthesia was extended for approximately 60 minutes.